Event description:
Caller states she is caregiver for female who ingested one teaspoon of product. Declined to provide any demographics or personal info for caregiver or end user.

Manufacturer narrative:
This is deemed a serious injury because medical intervention / treatment may be needed if this issue were to recur. From a preliminary clinical perspective, a casual relationship between the septi-soft - septi-soft concentrate and the event is deemed possible because product ingestion was temporally associated with the occurrence of the event. This issue has been reported to this company in the past and to date, no harmful after effects have been reported. A poison control center we have consulted also reported that the most severe outcome of ingesting the product are likely to be nausea, vomiting and diarrhea. Instructed caregiver on the side effects of ingestion. The caregiver was advised to follow up with doctor if any ill effects and to keep the product out of reach. No additional information has been provided to date. A return sample for evaluation is not expected. Reported to the FDA on (B)(4) 2013. Note: the actual date of event is unknown, so the date used was the date convatec became aware.